Event description:
Clinic notes dated (B)(6), 2012 indicate that at (B)(6), the patient was first noted to have obstructive sleep apnea secondary to tonsillar hypertrophy. However, as the patient was (B)(6) old at the date of this visit, it is unclear if the (B)(6) refers to months of age or what the exact date of onset is. Attempts are being made for additional information; however, they have been unsuccessful. No other information has been received.